Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. This report is being filed due to an update with the evaluation method, results and conclusion codes

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a patient data (pd) error message. Technical services (ts) was consulted and reviewed the available data. Ts discussed the system impedance had a downward trend but was still within range. Ts recommended x-ray imaging to confirm systems current position. Information from the field indicates the error message was cleared, with only the device only indicating an incorrect date and no other issues were noted. The physician opted not to perform a defibrillation threshold (dft) test or x-ray imaging. This s-ICD remains in service. No adverse patient effects were reported. At a later date, a dft was performed and it unsuccessful, with the shock impedance high but still within range. A revision was performed and the electrode was repositioned. A dft was performed and it was successful, with the shock impedance measurement decreasing and still within range. This device remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a patient data (pd) error message. Technical services (ts) was consulted and reviewed the available data. Ts discussed the system impedance had a downward trend but was still within range. Ts recommended x-ray imaging to confirm systems current position. Information from the field indicates the error message was cleared, with only the device only indicating an incorrect date and no other issues were noted. The physician opted not to perform a defibrillation threshold (dft) test or x-ray imaging. This s-ICD remains in service. No adverse patient effects were reported. Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a patient data (pd) error message. Technical services (ts) was consulted and reviewed the available data. Ts discussed the system impedance had a downward trend but was still within range. Ts recommended x-ray imaging to confirm systems current position. Information from the field indicates the error message was cleared, with only the device only indicating an incorrect date and no other issues were noted. The physician opted not to perform a defibrillation threshold (dft) test or x-ray imaging. This s-ICD remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation. Technical services advised the patient should be seen so that the patient data could be reset, but that critical therapy remained available. This report is being filed due to an update with the evaluation method, results and conclusion codes.